Event description:
The sigma spectrum pump was infusing dobutamine IV-a 500 ml bag. When the medication was initiated at 11:20am 2 nurses checked the IV, pump programming and medication dosage. The medication was to run 1.3 ml/hr. Apparently 2/3 of the IV infused into the pt, the pt had a cardiac arrest at 11:48am, and was successfully resuscitated but there was only 50cc left in the 500ml IV bag at that time. We are assuming this "may" have been a pump malfunction.